Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 04/2023).

Event description:
It was reported that during a port placement procedure via right internal jugular vein, the catheter allegedly had fractured. It was further reported that the ruptured portion was removed and reconnection was performed. Reportedly despite multiple attempts connection was not able to be performed. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a port placement procedure via right internal jugular vein, the catheter allegedly had fractured. It was further reported that the ruptured portion was removed and reconnection was performed and the catheter was allegedly fragile. Reportedly despite multiple attempts connection was not able to be performed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. Two electronic photos were provided for review. The investigation is confirmed for the reported fracture issue, as a fracture was noted on the catheter. However, the investigation is inconclusive for the reported nonstandard device and connection problem, as the exact circumstances at the time of the reported event cannot be verified, and the reported event could not be reproduced in the lab. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 04/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.